Event description:
Instability of right reverse total shoulder arthroplasty. Severe periprosthetic infection identified at the time of arthrotomy which was an unexpected finding. He had done well following surgery without any wound healing concerns. Based on his indication for surgery (proximal humerus fracture nonunion), he was at relatively increased risk for instability and following the provoked event when he tangled his arm in his bed sheets he went on to have recurrent dislocation events. Clinically I do not suspect infection as his initial postoperative course was unremarkable, he showed no evidence of wound concerns, he had no pain at baseline as long as he had a reduced shoulder, and he had an appropriate mechanical explanation for recurrent instability. Given this unexpected finding, we elected to treat this accordingly. He had a very complex fracture pattern at the time of his initial surgery which essentially required complete excision of his proximal humerus with placement of complex reverse tsa components. I felt that the morbidity of removing the large cemented humeral stem and glenoid baseplate would be considerable and potentially result in a non-reconstructable shoulder. Therefore I elected to remove any modular components and perform an extensive sharp excisional debridement down to the level of bone. Given that his initial indication for surgery was for management of recurrent instability, our secondary goal required achieving a stable shoulder.